Event description:
During a remote follow-up, noise resulting in oversensing, far-field r-wave oversensing (ffrwos) and inappropriate automatic mode switch (ams) were observed on the right atrial (ra) lead. Lead damage was suspected but not confirmed. No intervention has been performed. The patient is stable with no consequences.